Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Implant date - unk. Explant date - unk. Occupation - company rep. This report filed (B)(4), 2011.

Event description:
It was reported that pt underwent hip procedure on an unk date. Approx 3 years post-operatively, the pt underwent revision surgery on an unk date due to fracture of the ceramic head. No further complications have been reported.